Event description:
A report came form FDA and it was reported that "while the physician was implanting the interbody cage, a piece broke off. Both pieces were recovered from the patient. An x-ray was taken. No retained piece of implant noted on x-ray after visualization by physician."

Manufacturer narrative:
Device not made available.

Manufacturer narrative:
Method: complaint history review, risk assessment.results: the customer reported a fracture of an avs pl spacer. The device was not returned for evaluation. Manufacturing records could not be reviewed since the lot number is unknown. No further evaluation possible.conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
A report came form FDA and it was reported that "while the physician was implanting the interbody cage, a piece broke off. Both pieces were recovered from the patient. An x-ray was taken. No retained piece of implant noted on x-ray after visualization by physician."